Manufacturer narrative:
Concomitant medical products: product ID 39565, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead; product ID neu_unknown_ext, serial# unknown, explanted: (B)(6) 2016, product type: extension; product ID neu_unknown_ext, serial# unknown, explanted: (B)(6) 2016, product type: extension.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported an infection. Interventions included an explant without replacement. In (B)(6) 2016 the patient had a buttock superficial cellulitis probably due to intramuscular medication application, for that reason the implantable neurostimulator (ins) was repositioned from right to left buttock at another hospital by a different physician. The patient was discharged and continued to have mild pain. Within days the patient started to feel worse and went to the emergency room. The primary care physician decided to remove all the ins, extensions, and leads. The whole system was explanted since the equipment was infected. The patient required antibiotics and hospitalization from (B)(6) 2016. It was unknown if the issue was resolved at the time of report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that there was an implantable neurostimulator (ins) infection. The outcome was resolved without sequelae. Interventions included explanting and not replacing the entire system. The event resulted in in-patient hospitalization. The event resulted in an emergency room visit. The patient reported pain, edema, and erythema. An examination showed hot, erythema, and edema at the implant site. Laboratory testing showed c-rp was at 6.43 mg/dl. The etiology was reported as not related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the ins pocket. On (B)(6) 2016 the patient had a buttock superficial cellulitis probably due to intramuscular medication application, for that reason implantable neurostimulator (ins) was repositioned from right to left buttock at another hospital by a different physician. When the patient was discharged they continued with mild pain and within the past few days he started to feel worse and went to the emergency room with implant site pain, erythema, and edema. Lab results showed c-rp increased. The primary care physician decided to remove all the implantable neurostimulator (ins), extensions, and leads. All the equipment was explanted since the equipment was infected; according to cultures performed from lumbar tissue secretions were positive to streptococcus agalactiae. Linezoild was started. The patient was discharged in good condition on (B)(6) 2016 with indication to complete antibiotic scheduled as outpatient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.